Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Event description:
Customer reports being unable to obtain a result on the aviva system due to an error on the device while having high blood glucose symptoms. Customer was found passed out; paramedics were called and customer was treated with oxygen and an IV (contents unknown). Customer was taken to the hospital for observation and received unspecified treatment for high blood glucose symptoms; she was released a couple of hours later. Requested return of suspect device, and replacement was sent.

Manufacturer narrative:
(B) (4) the pump was received and evaluated by baxter. The reported issue of failure code 808:07 occurred was confirmed but could not be duplicated. Upon completion of baxter's investigation of this report, the pump will be routed to our service department for the appropriate servicing to be completed prior to being returned to the customer.

Event description:
An infection at the neurostimulator site was reported. Unable to follow-up with the contact information provided, hence no additional information was obtained.

Event description:
The customer reported to the baxter service depot on 21 august 2009 to report that on an unknown date the colleague infusion pump stopped during patient therapy. The nurse in the patient's room immediately took the pump out and put a new pump in. Code 808:07 was observed. The expected and actual infusion times are unknown. According to the customer, there is not a patient injury, adverse event or medical intervention associated with this report. The patient is currently doing fine. The customer would not release any further patient information.

Event description:
It was reported that patient underwent partial knee arthroplasty in 2008 as part of a clinical study. Subsequently, patient dislocated meniscal bearing and a revision was performed in 2009, and all components were removed and replaced to a total knee.

Manufacturer narrative:
(B) (4)there is a CAPA investigation associated with this report. (B) (4)

Manufacturer narrative:
(B) (4)the pump has been returned back to baxter and an evaluation will be performed.a follow-up report will be submitted upon receipt of the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B) (4)the software (B) (4), categorized as colleague 2006.

Manufacturer narrative:
(B) (4)the follow up reports submitted were missing the aware dates. The aware date for follow-up #1 is 20 september 2009. The aware date for follow-up #2 is 04 november 2009.